Event description:
It was reported that prior to an abdominal endoprosthesis implant procedure, pre-close placement of the sutures was attempted in the right common femoral artery 6-french sized access site using perclose proglide devices. A femoral angiogram was not performed prior to device use. Reportedly, when the device was withdrawn until the guide wire exit port was visable above the skin line, resistance was encountered and the suture remained attached to the suture bearing area. Force was applied and the suture broke. The device was removed over a guide wire and the suture from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 18-french. After conclusion of the abdominal endoprosthesis implant procedure, the knots from the two pre-placed proglide sutures were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. Reportedly, a femoral angiogram was not performed by the customer prior to deployment of the perclose proglide suture-mediated closure (smc) system. The instructions for use (IFU) state under warnings to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. In addition, the instructions for use (IFU) state under arterial site and puncture considerations. Prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. Against resistance. Reportedly, resistance was encountered and the suture remained attached to the suture bearing area. Force was applied and the suture broke. The IFU states under the precautions section not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (see smc device placement section). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device will not be returning for evaluation as it is being retained by the customer. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a femoral angiogram was not performed by the customer prior to deployment of the perclose proglide suture-mediated closure (smc) system. The instructions for use (IFU) state under warnings to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. In addition, the instructions for use (IFU) state under arterial site and puncture considerations. Prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. It was reported that during deployment of the proglide device resistance was encountered and the suture remained attached to the suture bearing area. Force was applied and the suture broke. The IFU states under the precautions section not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (see smc device placement section). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.